Manufacturer narrative:
(B)(6) has been returned and investigated. The reader was de-cased, and a visual inspection was performed. The battery was observed to be swollen and burn marks to the screen display, pcba (printed circuit board assembly), loudspeaker and power cable was observed. The reader was sent for further investigation and further visual inspection was performed on the de-cased reader¿s pcba. Significant scorching was observed to the reader¿s touchscreen. The lcd screen was severely burned. Burn marks were observed on the pcba, pizeo disc and acf (anisotropic conductive film) ribbon. The returned reader¿s battery appeared swollen, and the battery wires were melted, indicating critical damage to the battery. The returned reader did not power on with button press, strip insertion, or with cable insertion. The reader could not be downloaded due to the observed damage. A power consumption test was not performed due to the overall damage. The observed damage is consistent with the reader being exposed to microwave frequencies which caused the damaged to the lcd and pcba. Therefore, the issue is not confirmed due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.